Event description:
Related manufacturer reference number: 2017865-2022-22528. Related manufacturer reference number: 2017865-2022-22529. It was reported that the patient presented in the emergency room with implantable cardioverter defibrillator (ICD) infection. Upon examination, bacteremia was discovered with vegetation on the ICD leads. The entire ICD system was then explanted successfully due to infection. The patient's condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was not returned for additional evaluation and the cause of infection could not be determined.